Event description:
It was reported via e-mail that the customer was hospitalized for one night with diabetes ketoacidosis. The caller stated that the basal rate was not set high enough. The mother stated that once they increased his basal rate, he has been more stable. The caller stated that the infusion set was changed every two days and she was not sure if the cannula gets kinked or not. Troubleshoot was declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.